Manufacturer narrative:
(B)(4) date sent: 12/27/2023 additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? No. In the side-to-side anastomoses he¿t do test. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 30 days. How was the leak identified? Abdominal pain frame and imaging tests. What was observed at the site of the leak upon reoperation? According to the surgeon, he identified the fistula between the stapler staple lines. How was the leak addressed? Performing a new anastomosis using synthetic absorbable suture to make anastomosis and closure. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. He reported being very safe of the technical quality of the material and that the patient was very elderly with a fragile tissue which may have contradicted the fistula. Is the device being returned for analysis? No. Report of late fistula (30 days after surgery), material had already been discarded. What was the technique used for the tlc75? Laterolateral anastomosis of colon. Where there is any other devices used? Only sutures for the closure of the anastomosis. What was the surgical procedure? Right colectomy. What color reload was used in the procedure? Blue. How was the leak identified? Abdominal pain frame and imaging tests. What was observed at the site of the leak upon reoperation? According to the surgeon, he identified the fistula between the stapler staple lines. How was the leak addressed? Performing a new anastomosis using synthetic absorbable suture to make anastomosis and closure. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. He reported being very safe of the technical quality of the material and that the patient was very elderly with a fragile tissue which may have contradicted the fistula. Is the device being returned for analysis? No. Report of late fistula (30 days after surgery), material had already been discarded. What was the technique used for the tlc75? Laterolateral anastomosis of colon. Where there is any other devices used? Only sutures for the closure of the anastomosis. What was the surgical procedure? Right colectomy. What color reload was used in the procedure? Blue.

Manufacturer narrative:
(B)(4). Date sent 12/1/2023. D4 batch # unk. B3: exact date is unk. Assumed first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Is the device being returned for analysis? What was the technique used for the tlc75? Where there any other devices used? What was the surgical procedure? What color reload was used in the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure the doctors report having had post-surgical complications with the opening of the staple line in latero-lateral anastomoses in surgical case that occurred 1 month ago, requiring the patient to be re-approached to close the anastomoses. The patient was reopened and is currently recovering well.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? No. In the side-to-side anastomosis he don¿t do test leak. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 30 days. How was the leak identified? Quadro de dor abdominal e exames de imagem. What was observed at the site of the leak upon reoperation? De acordo com o cirurgião, identificou a fistula entre as linhas de grampo do grampeador. How was the leak addressed? Realização de nova anastomose utilizando sutura absorvível sintética para confecção da anastomose e fechamento. Were there any issues experienced with the device in the initial surgical procedure? Não does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Ele relatou estar muito seguro da qualidade técnica do material e que o paciente era muito idoso com um tecido fragilizado o que pode ter contrinuido para a fistula. Is the device being returned for analysis? Não. Relato de fistula tardia (30 dias depois da realização da cirurgia), material já havia sido descartado. What was the technique used for the tlc75? Anastomose latero-lateral de colon. Where there any other devices used? Apenas suturas para o fechamento da anastomose. What was the surgical procedure? Colectomia direita. What color reload was used in the procedure? Azul. Asked for translation request.